Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) could not be reviewed as a serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23 mm valve implanted in the aortic position underwent valve in valve procedure after an implant duration of approximately 1 (one) year and 10 (ten) months due to stenosis. A 23 mm valve was implanted within the disabled edwards valve through transfemoral access. There were no reported adverse events for the patient.

Manufacturer narrative:
(B)(4). Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the aortic position underwent a valve in valve procedure due to calcification and pannus leading to stenosis after an implant duration of approximately 1 (one) year and 11 (eleven) months. This patient had renal failure and was under dialysis. A 23mm valve was implanted within the disabled edwards valve through transfemoral access. The patient was discharged home and recovering well.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the aortic position underwent valve in valve procedure due to calcification and pannus leading to stenosis after an implant duration of approximately 1 (one) year and 11 (eleven) months. This patient had renal failure and was under dialysis. A 23mm transcatheter valve was implanted within the disabled edwards valve through transfemoral access. The patient was discharged home and recovering well. As per article published, it was learned that indication for the implant of this 23mm valve was ischemic heart disease and severe aortic regurgitation from a prolapsed non-coronary cusp and coronary disease (CABG 1x). Patient was not complaint with medication. One year and 11 months later (2 years in the article), he presented with heart failure due to severe degenerated bioprosthesis (stenosis: mean transaortic gradient of 64mmhg) that was attributed to hyperparathyroidism.

Manufacturer narrative:
Reference CAPA (B)(4).